Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/10/2020. H6 patient code: 3189- surgical intervention. Additional information: a2, d1, d2, d4 , d7. Additional b5 narrative: it was reported that the patient experienced recurrent hernia, pain. It was reported that the patient underwent removal of mesh on (B)(6)2013.

Manufacturer narrative:
Patient codes: 3191 - loss of appetite. It was reported that the patient experienced discomfort, loss of appetite following the surgery. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.